Manufacturer narrative:
UDI: (B)(4). Concomitant product(s): the patient¿s medications include; meclizine, simvastatin, augmentin, percocet, and guaifenesin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to improper component placement and/or incomplete component deployment.

Event description:
On (B)(6) 2017 the patient underwent endovascular repair of a left common iliac artery aneurysm using gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses. It was reported that after the iliac branch component was implanted, an internal iliac component was advanced into the left internal iliac artery and deployed. According to the report, as a q50-65p balloon catheter was being advanced into position for touch up ballooning of the device, the balloon reportedly caught on the proximal edge of the device and pushed the device distally (distance unknown). It was determined there was not adequate overlap with the iliac branch component, so the decision was made to extend more proximal into the gate with a second internal iliac artery component. During advancement of the device into the gate, reportedly the constrained endoprosthesis caught on the gate and detached from the delivery catheter at the polyimide wire junction and remained within the patient. Reportedly, multiple attempts to snare the device proved unsuccessful. According to the report, a contralateral leg component was implanted as a bridge between the trunk-ipsilateral leg component and the ipsilateral leg of the iliac branch component, trapping the constrained endoprosthesis within the gate. Final angiography showed exclusion of the left common iliac aneurysm and the patient was reported to have tolerated the procedure.